Manufacturer narrative:
A visual inspection of the device confirmed the reported complaint. The suture has broken roughly mid-point of its length. One of the fork tines has broken off as well and was not returned for examination. The break area shows evidence of plastic deformation. The tip of the inserter shaft has been crimped. The overall condition of the device is consistent with excessive force being placed on it during use. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported the suturefix ultra ahr s 2 ub str inserter tip and suture broke during surgery. Another device was available for use. No patient injury or other complications were reported.